Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter.

Event description:
Information was received from a healthcare provider via a manufacturer representative in regards to a patient who was being treated with baclofen 100 mcg/ml and dilaudid 85.5 mg/ml (11 mg/day) intrathecal therapy via an implanted pump. The dose and lot number of the baclofen was unknown. The pump's indication for use (IFU) was listed as non-malignant pain and chronic low back pain. The catheter's ifus also included failed back surgery syndrome. The patient's medical history and concomitant medications were unknown. The patient had back surgery and her neurosurgeon saw a mass at l1 at the tip of the catheter. There was inflammation at the catheter tip. They moved the catheter away from the mass, spliced the segment with the anchor, and used a new catheter segment to connect them. The issue was resolved at the time of this report. Patient status at the time of this report was alive - no injury. Follow-up is being conducted to obtain all information relevant to the event. A supplemental report will be provided as additional information becomes available. Additional information was received from the manufacturer representative. She did not know the baclofen dose. Only a small portion of the catheter was explanted. The pump was still in the patient. The back surgery the patient had did not have anything to do with the pump. The mass was just seen by the neurosurgeon.

Event description:
Additional information was received from the manufacturer representative reporting the healthcare provider information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.